Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows:. Medical device lot #: 2024137.. Medical device expiration date: 31dec2026.. Device manufacture date: 24jan2022. Investigation summary one sample from batch 2010821 was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution, it did not expel solution due to clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided batch numbers 2010821 and 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 9 times on that day. There was no report of patient impact. The following information was provided by the initial reporter: type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient incident details: this sheet was tracked from mar 6th until mar 14th. Two different lot numbers during this time. The lot number 2024137 (no samples from this reporting kept as these have already been reported and previous samples will be sent shortly). We did discard 48 needles with the same reoccurring problem of not plunging. New lot number #2010821 with same issue of air locked/not plunging. We had discarded 3 (we have 1 sample, to be sent with the other samples) who was affected? Patient.. Unexpected or prolonged care? No. Frequency of problem: recurring.